Manufacturer narrative:
Weight, ethnicity: information unknown/not provided. Date of event: the exact date of event is unknown, not provided, but the best estimate date is (B)(6) 2021. Phone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor explanted an intraocular lens (iol) from a patient's right eye and replaced it with a new power. There was no patient injury reported. It was indicated that the device was discarded. No further information was provided.